Event description:
The tech alleged the head of the bed had no function, would not raise. No pt impact.

Manufacturer narrative:
The tech found a stuck hydraulic valve. The tech cleaned the head up hydraulic valve to resolve the issue.